Event description:
During a lapcoli doctor was coating the liver bed on 80w in endo mode and noticed no beam coming out, she cranked it up to 114w and still no beam. Doctor removed product from unit and noticed it was loosely screwed into the unit. Doctor laid the product down on the drape and it burnt a hole in the drape. She had used it 6-7 times in short bursts and was puzzled why the tip was hot. There was no injury.